Manufacturer narrative:
Product investigation summary: one long small hexagonal screwdriver (part 388.31, lot 4448414) was received with the tip on the distal end of the instrument being broken off (part 1). Upon visual inspection of the device, it confirmed the tip has broken off from the distal end of the screwdriver. Otherwise the rest of the screwdriver is intact and in good condition with wear consistent with typical use. After reviewing the related product drawings, the design is adequate for its intended use and likely did not contribute to this complaint condition. Specific details regarding the technique used/application, which led to the device failure were not provided; however, it is likely that excessive forces on the tip of the screwdriver over time to tighten set screws along uss construct led to the failure. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that items were noted to be damaged during field equipment inspection. The drill/tap and screw guide has a bent tip. The screwdriver has a broken tip. No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient involvement device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. The DHR was reviewed and repair was found on p/n 388.31 lot #4448414 work order #(B)(4). One device was returned for tip broken. The returned part was scrapped and was not returned to service. Relevance of the repair to this complaint is not able to be determined at this evaluation. DHR found that the op.20 inspection sheet has 5 out of 5 parts rejected for feature d1. Mrr is listed in the comments and on the inspection sheet but is lined out and initialed and dated by the quality engineer on both documents. The router shows all (B)(4) parts accepted at op.20 inspection. This is a documentation issue that is not relevant to the complaint because it is on a feature on the handle not the screwdriver shaft tip. No issues were found during manufacture that would contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.